Manufacturer narrative:
The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing as it caused the battery charger's status light to flash red when connected to a battery charger. Events involving batteries flashing red when connected to a battery charger can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Test equipment also was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. Based on the available information, a possible root cause may be attributed to a high max error at the time of the reported event. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The reported event of the returned battery was confirmed. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing as it caused the battery charger's status light to flash red when connected to a battery charger. Events involving batteries flashing red when connected to a battery charger can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching twenty-five percent (25%) relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Test equipment also was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. Based on the available information, a possible root cause may be attributed to a high max error at the time of the reported event. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery flashed red lights on the charger and would not charge no matter how long or how empty the battery was. The battery was exchanged. No patient complications have been reported as a result of this event.